Event description:
It was reported both patient's leads had migrated. Surgical intervention was undertaken wherein both leads were explanted to address the issue. One new lead was implanted to provide patient therapy.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.